Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve showed an spontaneous adjustment. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 79 years. Weight: 72 kilograms (kg) . Height: 182 centimeters (cm). Gender: male.

Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: -scratches and dents. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the progav 2.0 upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the progav 2.0 is permeable. Computer control test: to check the flow rate of the valve, the valve was tested on a miethke computer controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position, to be 12.13 cmh2o. This is within the specified tolerance of 11 cmh2o ± 3 cmh2o. Adjustability test: in this step, it was investigated whether the adjustable progav® 2.0 can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found inside. For more detailed visibility, the proteins/deposits in progav 2.0 were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test was already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required. Return of product: we will return the investigated product to the sender for our own relief.